Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a calcode issue with her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. It is not clear what calcode issue the patient was experiencing. It is not known if she was unable to change the code number on the subject meter or if the calcode # did not match the code # on her test strips. The patient claimed the alleged issue began approximately 1 month prior to contacting lfs. The patient informed the cca that she manages her diabetes with oral medication(s) and denied taking any action regarding her usual diabetes management due to the alleged meter issue. However, the patient reported developing symptoms of a headache, shaky and sweaty sometime after the meter issue started. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the alleged meter issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.